Manufacturer narrative:
Evaluation summary: the device was returned to the manufacturing facility for evaluation. The stent was positioned between the marker bands as per specifications. The 5th, 6th and 7th proximal stent segments were raised, deformed and pulled distally. The 9th and 10th proximal stent segments were slightly raised and overlapping. (B)(4) - (root cause of event is undetermined due to limited information provided), (stent damage, failure to deliver the stent). Conclusions - no conclusion can be drawn (root cause of event is undetermined due to limited information provided).

Event description:
The physician intended to implant a 2.5 mm diameter x 30 mm length endeavor sprint rapid exchange (rx) drug-eluting stent to treat a lesion in a patient. The stent could not cross the lesion and the device was removed. Stent struts were observed to be damaged on removal. No clinical sequelae were reported.